Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received six external defibrillations while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 02/09/2015, electrode belt: 10/01/2014.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 2:14 am, while wearing the lifevest. The patient was in the hospital prior to passing. It was reported that the patient passed away due to cardiac arrest. It was reported that resuscitation efforts were attempted and the lifevest was alarming while the patient was being worked on in the ICU. Per clinical review of the available ECG data, bradycardia status was detected at 23:56:30 on (B)(6) 2020. Asystole was detected three times from 00:02:12 to 00:07:01 on (B)(6) 2020. ECG shows bradycardia at 50 bpm with frequent pvc's degrading to asystole with intermittent cardiac activity. The rhythm then degraded to asystole with CPR/motion artifact. Bradycardia status was again detected at 00:07:56. The patient was in asystole with CPR/motion artifact starting at 00:06:22. The rhythm changes to ventricular tachycardia (vt) from 110 bpm to 180 bpm with CPR/motion artifact, and then degrades to ventricular fibrillation (vf) with CPR/motion artifact. The patient received a total of six non-lifevest defibrillations. The patient received the first non-lifevest defibrillation at 00:16:32. The patient's rhythm at time of treatment was vf with CPR/motion artifact, and the post shock rhythm was CPR/motion artifact. The patient was in vt/vf for approximately seven minutes before receiving the defibrillation. The rhythm then transitions to idioventricular rhythm at 80 bpm degrading to vf with CPR/motion artifact. The patient received a second non-lifevest defibrillation at 00:18:54 when the patient's rhythm was vf with CPR/motion artifact and the post shock rhythm was CPR/motion artifact. The patient was in vf for approximately 28 seconds before receiving the defibrillation. The rhythm then transitions to sinus tachycardia from 100 bpm to 120 bpm degrading to vt at 180 bpm with CPR/motion artifact. The rhythm then self-converting to a sinus rhythm at 90 bpm with bigeminy CPR/motion artifact. The patient was in vt for approximately 3 minutes and 22 seconds before the rhythm self-converted to a slower rhythm. Lastly, the patient was last seen in bradycardia at 50 bpm with pvc's from approximately 00:07:35 until the device shutdown at 00:49:50 on (B)(6) 2020. The device was then start back up. The patient was in sinus rhythm at 70 bpm with pac's, pvc's, and motion artifact. The rhythm then slows to sinus bradycardia at 50 bpm with heart block and pvc's. The rhythm then transitions to an idioventricular rhythm at 90 bpm degrading to vt at 150 bpm. The patient received a third non-lifevest defibrillation when the patient's rhythm was vt at 130 bpm and the post shock rhythm was vt at 150 bpm. The patient was in vt for approximately 44 seconds before receiving the defibrillation. The patient remained in vt and received the fourth non-lifevest defibrillation when the patient's rhythm was vt @ 150 bpm, and the post shock rhythm was sinus rhythm at 70 bpm with motion artifact. The patient was in vt for approximately 1 minute and 26 seconds before receiving the defibrillation. The rhythm then degrades again to vt at 180 bpm with pacemaker spikes and varying amplitudes. The patient received a fifth non-lifevest defibrillation when the patient's rhythm was vt at 150 bpm, and the post shock rhythm was an idioventricular rhythm at 50 bpm. The patient was in vt for approximately 1 minute and 4 seconds before receiving the defibrillations. The patient remains in an idioventricular rhythm at 70 bpm until the rhythm degrades to vt at 130 bpm with motion artifact. The patient received a sixth non-lifevest defibrillation when their rhythm was vt at 220 bpm with electrode lead fall off, and the post shock rhythm was CPR/motion artifact. The patient was in vt for approximately 41 seconds before receiving the defibrillation. The rhythm then slows to bradycardia at 50 bpm with pvc's degrading to asystole with CPR/motion artifact. The rhythm then transitions to bradycardia at 10 bpm degrading to asystole with CPR/motion artifact. Lastly, the patient was last seen in an idioventricular rhythm at 60 bpm with electrode lead fall off from approximately 00:50:58 until the shutdown at 07:38:46 on (B)(6) 2020. Falloff was detected for all electrodes during the entire recording. Heart rate at or below the threshold for treatment, CPR/motion artifact, and/or falloff detected on all electrodes prevented the lifevest from treating the patient from approximately 00:09:32 to 00:29:47. Falloff detected on all electrodes prevented the lifevest from treating the patient from approximately 01:49:05 to 01:53:21.